Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital with a complete heart block one year after their initial implant procedure. It was found that the patient's right ventricular lead exhibited increased capture threshold and intermittent capture. During a surgery to fix the capture issues on (B)(6) 2020, the lead was then dislodged. Physician decided to explant and replace the lead instead during the same procedure. Patient condition after the procedure was stable.